Event description:
Technical services received a call on 01/16/2013 from sales rep. Caller stating that patient's atrial threshold went from 0.9@0.4ms at last check in oct and today 1.4@0.4ms, in jan 2012 the atrial impedance was 900 ohm and today 1160 ohms and was fairly gradual rise over that time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).